Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. Noted in the complaint: user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. Expected fasting blood glucose range from 84-120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed, "lo" and "lo" (fasting). Verified test strips are stored in bedroom. Test strips expire 12/31/2016 and were first opened no more than 15 days ago. Recall test results: (results are fasting) see scanned table. Customer was unable to provide more results. No adverse event reported.